Event description:
It was reported that the patient experienced a severe episode of allergy. After 24 hours of the implant the patient had inflammation, redness and pruritus on the skin over the device and the extensions, from the back to his stomach; especially in the stomach over the neurostimulator area. The device was removed and symptoms disappeared after a few hours. Harm/injury was noted as severe allergic reaction. Actions required was noted as ipg was explanted and physician had requested an allergy kit to test the patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the allergy test had been performed but the outcome was unknown.